Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms for all channels and tested positive for 2 cfus of coagulase-negative staphylococci on the distal end, which are both conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer uses multizym detergent during the pre-cleaning process. During the manual cleaning process, the scope is manually disinfected with peracetic acid. For automated endoscope reprocessor (aer) treatment, an advantage plus pass thru mediavators machine is used with intercept plus detergent and rapicide pa (disinfectant). The scope¿s storage was not specified. Cantel is the maintenance company used by the customer. Upon device return and evaluation, it was uncovered that the light guide cover glass was chipped. Additionally, it was observed that the glue of the bending section cover was separated. It was also observed that the contact base unit and the suction cylinder had scratches. It was observed that there was a cut in the switch button. It was also observed that the angulation knob in all directions did not meet the standard. Lastly, it was observed that the forceps elevator wire was stretched. All findings were repaired, and the device met all specifications. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 80 colony forming units (cfus) of coagulase-negative staphylococci. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Please also see update to d9. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.